Event description:
It was reported that prior to a routine pulse generator replacement, the lead insulation was noted to be abraded. No electrical issues had been reported on the lead and the physician opted to keep the lead in use.